Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by nurse that the patient had been hospitalized with high blood glucose levels. Despite good faith attempts to obtain details of diagnosis, treatment and duration of stay, no additional details of medical event could be obtained.